Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headache") and back pain ("back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) conducted, specify-date and results not specified). Ultrasound pelvis - on (B)(6) 2018: bilateral linear foci in the adnexa compatible with essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : essure insertion date updated and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and embedded device ('the essure device on this side was further embedded.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, ovarian cyst and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headache") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy right ovarian cystectomy and essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body discrpancy noted: insertion date: (B)(6) 2014. Trailing coils on left: 4. Trailing coils on right: 4 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) conducted, specify-date and results not specified); on (B)(6) 2015: nonopacification of the fallopian tube status post essure placement.. Ultrasound pelvis - on (B)(6) 2018: bilateral linear foci in the adnexa compatible with essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added. Medical history and lab data were added. Event: the essure device on this side was further embedded were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headache") and back pain ("back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure confirmation test(s) conducted, specify date and results not specified). Ultrasound pelvis on (B)(6) 2018: bilateral linear foci in the adnexa compatible with essure devices. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headache") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test(s) conducted, specify-date and results not specified). Ultrasound pelvis - on (B)(6) 2018: bilateral linear foci in the adnexa compatible with essure devices. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet-events dysmenorrhea; dyspareunia; migration of essure device; nickel allergy, back pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.